Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was intact and small crack was found on lower left of top case. Occlusion test was unable to duplicate the primary audible alarm background test. The root cause of the reported issue was not found due to being unable to duplicate the allegations. Actions were taken to mitigate the reported issue: replaced speaker, replaced damaged top case, and left plunger case. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A corrective and preventative action has been opened to address the reported issue. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device was presenting with primary audible alarm background test. No patient injury was reported.